Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to deploy; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two proglide devices and one prostar xl device was attempted in a heavily calcified common femoral artery (cfa) using the preclose technique prior to a aortic prosthesis implant procedure. The arteriotomy was 6fr. Reportedly, when the proglide plunger was removed, the suture came out of the patient artery without resistance and no knot. A second proglide was attempted; however, when the proglide plunger was removed a suture break occurred. A prostar xl device was attempted; however, the needles could not be removed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide and prostar xl device and established in the preclose technique. No additional information was provided.